Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the insulin pump had alarmed for no delivery during priming. The insulin pump could not be primed and the insulin could not be pushed manually. The tubing was changed twice before the prime was successfully completed. The blood glucose reading was not known. The reservoir was not returned for analysis.